Event description:
Add'l info rec'd from MFR 10/10/02: the product analyzed was from lot 4301923. "Wire was placed into a basilar tip aneurysm and the new sl 10 micro catheter was advanced over the wire. Some friction was noted and the wire and catheter were removed, the distal portion of the wire broke and remained in pt. Doctors tried to retrieve broken wire but were unable to get broken piece (3-4cm). Pt's p-com clotted off and procedure stopped. Pt's condition was very poor upon arrival/poor after procedure". Wire failed due to excessive torquing. This analysis was conducted using electron microscopy analysis. The device was returned to bsc/target and evaluated. Unable to obtain autopsy info. Co was notified that the pt was grade 4 prior to the procedure.

Event description:
Attempted to place a boston scientific sr-10 catheter into aneurysm over a fast dasher wire. Wire did not move well within the catheter and was withdrawn. It was noted that the tip of the wire had fractured off, approx 3-4 cm in length and was now partially in the aneurysm in the distal basilar artery. Attempted to snare while fragment using a microvena 4mm and 7mm snare as well as the attractor device through a renegade microcatheter.